Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. Log file analysis revealed a gradual increase in power consumption and estimated flows, leading to power consumption above normal operating range, starting (B)(6) 2021, followed by a gradual decrease in parameters starting (B)(6) 2021. One low flow alarm was logged on (B)(6) 2021 following a decrease in pump rotational speed. Information received from the site indicated that the patient had gastric sleeve surgery and was later admitted for sepsis with fevers, aches, and pains; blood cultures showed a growth of enterococcus faecalis bacteria, and antibiotics were given. Two days later, a computerized tomography (CT) chest scan showed low density filling defect within the lumen of the outflow graft and thrombus was suspected. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outf low graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus and infection are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and anti platelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: outflow graft lot#: 1344118 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient had gastric sleeve surgery and ten days later was admitted for sepsis with fevers, aches and pains. Blood cultures showed a growth of enterococcus faecalis bacteria and antibiotics were given. The patient was hemodynamically stable, mentation was well and had slightly soft blood pressure (bp). Two days later, computerized tomography (CT) chest scan showed low density filling defect within lumen of outflow graft (ofg) and suspicious focal area of thrombus. Transesophageal echocardiogram (tee) was performed and had no evidence of vegetation on valves or on an implantable cardioverter defibrillator (ICD) lead. International normalized ratio (inr) therapeutic was 2.3, the renal function and white blood cell count (wbc) were good. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft. Medical device: model #: 1125 / catalog #: 1125 / expiration date: 31-jan-2022/ lot#: 1344118, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device: mfg date: 31-jan-2017. Labeled for single use: no. (B)(4). Additional information has been requested regarding the ventricular assist device (vad) implant date of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.